Manufacturer narrative:
The reported complaint of a user advisory (ua) 2 (compression tracking error) with the returned autopulse platform (sn: (B)(4)) was not reproduced during functional testing nor was there a ua 2 recorded in the archive data. User advisory 2 is an indication that the autopulse has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. Unrelated to the complaint, the platform's front enclosure and processor board were replaced. During visual inspection the front enclosure was found cracked. Initial functional testing could not be completed due to the "system error, out of service, revert to manual CPR" message upon powering on the platform. Further evaluation found a faulty processor board. Additionally, in the archive data, the "system error" message was found to have occurred on (B)(6) 2017, unrelated to the reported complaint. The autopulse platform is a reusable device and was manufactured on 2012. This type of physical damage found during visual inspection and processor board is characteristic of normal wear and tear for the life of the device. Based on the manufactured date the platform has also exceeded its expected service life of 5 years. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4). The platform passed all final testing criteria.

Event description:
As reported, the autopulse platform (sn: (B)(4)) displayed a user advisory 2 (compression tracking error) message during a shift check. There was no patient involvement.